Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a blood glucose (bg) level of 30 mg/dl. Emergency medical technicians assisted the customer by testing bg level, administering intravenous glucose and providing oral glucose. Reportedly, the customer miscalculated the amount of carbohydrates consumed when requesting a bolus, and delivered a larger bolus than needed. In addition, the customer had switched to using humalog insulin which took longer to take effect in the customer and resulted in insulin stacking. Recommendation was made to consult with health care provider regarding diabetes management.